Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch manufacturer's report number 1222780-2010-00127. Prior to an attempted novasure endometrial ablation, the physician did a sounding and a "pre-procedure exam" which found "the patient's uterus [to be] small" and "very anteflexed". Following several unsuccessful cavity integrity assessment (cia) tests during the novasure procedure, the physician did "light sounding and felt it slide thru". A hysteroscopy was then performed and "two perforations on each side of the cornua" were seen. These sites were cauterized. The physician then did a tubal ligation and the patient was discharged home. A "light curetting" was performed prior to the attempted ablation, as was a dilatation and sounding (using both a metal sound and the hologic sound). It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device, no abnormalities were found related to the reported information. This device passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. According to the instructions for use (IFU) contraindications: the novasure impedance controlled endometrial ablation system is contraindicated for use in a patient with any pathologic condition (e.g., long term medical therapy) that could lead to weakening of the myometrium. According to the instructions for use (IFU) precautions: it has been reported in the literature that patients with a severely anteverted uterus are at greater risk for uterine wall perforation during any intrauterine manipulation. (B)(4).